Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
The pt was "developing a lung pneumonia." The pt developed a cellulitis at the pump pocket site; the pocket was "apparently compromised." The drug sys was explanted due to the infected pocket site. The sys was not replaced. The pump contained morphine 20 mg/ml and ropivacaine. Per the reporter, there was no injury and the pt recovered without sequelae.